Event description:
A hospital in (B)(6) reported via a distributor that the swivel y-piece of an rt266 infant dual-heated evaqua2 breathing circuit became detached from the endotracheal tube during use. No patient harm was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 infant dual-heated evaqua2 breathing circuit from the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4). Follow up: additional information was added in the event description. Manufacturer narrative: the complaint rt266 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for inspection. Without the complaint device, we are unable to confirm the reported fault and determine its root cause. A lot check revealed one other complaint of this nature for lot number 141020. All rt266 infant dual-heated evaqua2 breathing circuits, including the swivel assemblies, are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the incident occurred during use on a patient, which suggests that the connection became loose possibly during patient care. The distributor also commented "it's possible the error happened due to therapist using too much pressure when connecting to the circuit". Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing cirucit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a distributor that the swivel y-piece of an rt266 infant dual-heated evaqua2 breathing circuit became detached from the endotracheal tube during use and the patient's oxygen level desaturated. However, no patient harm was reported as a result of this incident.